Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, the site where the skin glue was applied had redness and blister. The patient removed the skin glue and went to physician and was given steroid injection which cleared up the affected area.